Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was program with multiple boluses and all boluses were delivered and properly recorded in bolus history and daily totals. No delivery anomaly was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was not delivering the correct amount of insulin. The customer stated that the insulin pump was undelivering for two weeks. Advised that a replacement insulin pump would be sent. Nothing further reported.